Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device, when closed, the tissue still moved in the jaws and after firing there was no hemostasis. This was the second firing of the device with a vascular load. There was active bleeding, so the surgeon grabbed a competitors device and fired the device for proper hemostasis and completed the case. Additional blood loss was present and this was a pediatric pt. No blood or blood products were used, but surgeon stated that this was more blood loss than usual in an appendectomy case.

Manufacturer narrative:
Articulation band. Eval summary: the analysis showed that the atw35 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device; however three cartridges were received inside the bag, in good visual condition and void of staples. The returned device was tested for functionality with a test reload when fire in the left position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation band was found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.